Event description:
The manufacturer received an information alleging that 15mm heated tube has a black mark which looks like a burned plastic inside the tubing material. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation.